Event description:
Customer's sister reported the customer's death. Caller is not sure of the cause of death. Customer was wearing the insulin pump at the time of death. Caller stated that her sister a tumor on the right ovary and other medical conditions. The customer's boyfriend found her and called the paramedics. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the unit showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.